Event description:
It was reported that immediately after a sheathless insertion of the iab, a balloon rupture was suspected. As a result of this, the iab was removed and a reinsertion was not required. There were no associated pt complications.